Manufacturer narrative:
Manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Unknown date in 2012. Expiration date - ni. Unknown date in 1999. Unknown date in 2012. Medical product ¿ unknown tibial component; unknown femoral component. Therapy date, unknown date in 2012.

Event description:
Patient underwent a revision of a partial knee approximately 13 years post implantation due to fracture of the tibial bearing.